Manufacturer narrative:
Continuation of d10 product ID: pscc100, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, electrode three displayed constant noise on the electrogram. All cables were inspected and reinserted, and the catheter interface cable was replaced, but the noise issue persisted. The catheter was then replaced, which resolved the issue. After the physician completed the ablation and during removal of the catheter, a small knot was observed at the distal tip. Following post-mapping, the physician decided to continue ablating, so the knotted catheter was replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012485482 was returned and analyzed. Visual inspection noted the spiral array pebax tube appeared to be twisted. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. X-ray imaging revealed electrode wires in the spiral array were detached from the electrode ring (e1). Hipot verification for the integrity of electrode wire insulation passed. Electrical continuity testing revealed electrode ring (e1) was an open loop. In conclusion, the reported "spiral array knotted" issue was not confirmed during analysis. The catheter failed the returned product inspection due to the twisted pebax on the spiral array and detached electrode wires from the electrode ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.